Event description:
The device displayed a "poor pad contact" message and failed the self test. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.